Event description:
It was reported that the device is having leakage from tank. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. During visual inspection we found cracks in water tank enclosure cover and fluid came out. The root cause of the reported issue could not be determined with the provided information. Actions were taken to mitigate the reported issue: replaced the tank cover. UDI information is unknown.